Manufacturer narrative:
The supplier verified the reported failure and returned the main board to getinge. They replaced defective u87, board passed all of their testing and they updated u62. A getinge repair technician of the national repair center (nrc) installed the board into cs300 test fixture and tested to factory specifications per cs300 service manual. The board was also inspected per procedure. The board passed testing and was put into stock.

Event description:
It was reported that during installation by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) display was not working. The engineer verified that by replacing the entire monitor with another working iabp, the display would work correctly. The problem was inside the console. However, even with the display problem, the iabp was inflating /deflating in internal mode as intended. No patient was involved and no adverse event was reported.

Manufacturer narrative:
This is considered an out of box failure of the cs300 iabp main board. A getinge field service engineer (fse) replaced the main board, and the iabp unit is now working in satisfactory condition. The customer has refused to accept the iabp unit which will be returned to the manufacturing site. A supplemental report will be submitted if required. The production device history record (DHR) for the intra-aortic balloon pump (iabp) was not reviewed as there was no malfunction of the iabp. The initial reporter is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during installation, the cs300 intra-aortic balloon pump (iabp) display was not working. The engineer verified, that by replacing the whole monitor with another working unit, the iabp display would work correctly. The problem was inside the console. However with the display problem the iabp unit is inflating /deflating in internal mode as intended. No patient was involved during this event. No adverse event was reported.

Manufacturer narrative:
The main board was returned to our national repair center for further evaluation per procedure of a failed out of box part. A getinge engineer inspected the board and no visual damage was observed. The board was then installed into the cs300 test fixture for testing to factory specifications per the cs300 service manual, and the board failed testing, and the reported failure " no display and giving a continuous alarm" was verified. In addition, the recorder printed electrical failure #4 . However, the engineer was unable to access the fault journal to find fault codes. The part is being sent to the supplier for failure analysis per procedure.

Event description:
It was reported that during installation, the cs300 intra-aortic balloon pump (iabp) display was not working. The engineer verified, that by replacing the whole monitor with another working unit, the iabp display would work correctly. The problem was inside the console. However with the display problem the iabp unit is inflating /deflating in internal mode as intended. No patient was involved during this event. No adverse event was reported.

Manufacturer narrative:
The iabp was not returned to getinge's national repair center and was made functional after replacing the main board. In addition, a problem was found with the display board which has also been replaced . The iabp was then tested for functionality and safety for a full day, then kept under observation for another day, but there has been no reoccurrence of the problem.

Event description:
It was reported that during installation by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) display was not working. The engineer verified that by replacing the entire monitor with another working iabp, the display would work correctly. The problem was inside the console. However, even with the display problem, the iabp was inflating /deflating in internal mode as intended. No patient was involved and no adverse event was reported.